Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. Additionally, the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information obtained: per the sales rep, customer felt electrical current in hand while using bovie pencil. Patient position was paper, bear huger, pad under paper huger, pad on top of water warmer, sheet on pad and patient on top of that. Covieden pencil with force fx generator were also used during the procedure. Nothing is available to be returned for evaluation. Representative provided additional information after speaking with surgeon customer: spoke with dr. (B)(6) (surgeon who reported a burn). Patient is a (B)(6) old 15-20 lbs. Believes he did not activate with the device in the air. Believes he was using a standard pad and not the pediatric pad. Burn was in right lower quadrant of the abdomen. Says arching happened 2.5 cm away from cord structures where device was being activated. Burn size was size of pinky nail. No treatment of the burn was required at all. No pictures. Patient discharged, no follow up is scheduled to review the burn. Representative confirmed that the pads are still being used in the rest of the hospital representative personally evaluated all pads at the hospital and found no damage to any of them.

Event description:
It was reported that during an open hernia case the current arced from the pen onto the patient and gave them a 2nd degree burn. The case was completed using a sticky pad. The physician said the patient will heal fine without intervention.